Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) has a burning smell from unit. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) after switching on the unit, found that burning smell from power supply unit. No output voltage present at power supply. Unit power supply needs to be replaced. Further checking will be done after replacing the same. Fse still waiting for parts and as of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.